Event description:
A balloon developed a leak during an arteriovenous hemodialysis fistula graft dilatation procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Also, av fistula graft dilatation is not an indicated use of the device. Co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "the noprofile catheter system products are recommended for biliary tract stenosis and/or sphincter stenosis through a duodenoscope."